Event description:
It was reported that while this device was implanted poor pacing thresholds were seen on the left ventricular channel. At a recent follow up it was noted that the left ventricular (lv) lead was not capturing. Different vectors were attempted to be used with no capture in any vectors. The patient was in need of lv pacing thus this device was explanted and replaced. The lv lead was also explanted. The status of the lead return was pending. No additional adverse patient effects were reported.